Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that jp drain bulb (reservoir) came apart at the connection site, which increased the risk of the patient became infected.

Event description:
It was reported that jp drain bulb (reservoir) came apart at the connection site, which increased the risk of the patient became infected.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned photo sample noted one opened (without original packaging), used wound drain. Visual inspection of the one photo sample that the drainage tubing was disconnected from the bulb evacuator. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.